Manufacturer narrative:
Device evaluation by manufacturer: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The occluded target lesion was located in the mildly tortuous fistula in the upper extremity. A 6.00mm/2.0cm/135cm peripheral cutting balloon catheter was advanced across the narrow arterial anastomosis. During several dilation, the balloon would not inflate above 5 atmospheres and would not hold that pressure. It was determined that the balloon must have burst. The balloon was pulled out of the sheath and used a plain old balloon angioplasty to complete the procedure. There was no device fragments left inside the patient. No patient complications were reported. It was further reported that the balloon burst was confirmed, as the contrast was noted to be coming out of the balloon. The balloon was inflated twice up to 4 atmospheres when it ruptured. The blades were unable to fold completely during removal, causing the sheath to be sliced on the way out.

Event description:
It was reported that balloon burst occurred. The occluded target lesion was located in the mildly tortuous fistula in the upper extremity. A 6.00mm/2.0cm/135cm peripheral cutting balloon catheter was advanced across the narrow arterial anastomosis. During several dilation, the balloon would not inflate above 5 atmospheres and would not hold that pressure. It was determined that the balloon must have burst. The balloon was pulled out of the sheath and used a plain old balloon angioplasty to complete the procedure. There was no device fragments left inside the patient. No patient complications were reported.